Event description:
Account states unit head will not stay up.

Manufacturer narrative:
Technician inspected head gas springs to find both were leaking fluid. They will not hold any weight before lowering. Technician replaced both gas springs, performed function check.